Event description:
Caller tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 3.12 inr. Both results were from venous blood. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).